Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, h2, h3, h4, h6, and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found an error e222 (scope communication error). Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a noisy image. The issue was found prior to an unspecified procedure. No patient harm was reported.

Event description:
It was reported that the camera head had a noisy image. The issue was found prior to an unspecified procedure. No patient harm was reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.